Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on july 30, 2024, with lot number 2191633. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted and replaced.